Event description:
The user facility reported to baxter canada that the device shut down and was noted to be alarming. The incident occurred before use on a pt. There is no injury or medical intervention associated with this event.

Manufacturer narrative:
The device has been requested to be returned to intn'l affiliate technical services for evaluation. As soon as we are in receipt of evaluation results, a follow-up report will be submitted.